Manufacturer narrative:
(B)(4) if carefusion receives additional information or product for evaluation a follow up emdr will be submitted. (B)(4).

Event description:
Customer stated via email: the tubing of the catheter remained intact but separated from the polyester cuff during removal of the pleurx catheter. No harm was done but there was another intervention required in the or resulting in an additional cost to the patient. No specified product code or lot # provided.